Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was not confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s sleep/wake button became intermittently nonresponsive, and the user experienced difficulty delivering a meal announcement after the display was awakened; no display cracks were observed and blood glucose was not affected. Symptoms included no adverse clinical effects. Outcomes included no impact on glycemic control and no need for medical care. Investigation included customer service troubleshooting, user education, and receipt and inspection of the returned device. Failure investigation was unable to replicate the alleged device issue. No fault was found with the device; therefore, the complaint could not be confirmed.